Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation included a visual assessment as well as functional testing. Evaluation observed heat damage on the wireless battery module during testing. The device was found irreparable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery, evaluation observed evidence of heat damage.